Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, lumps, and bumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per tables 1 and 2: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects, possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis.

Event description:
Healthcare professional reported that a patient is experiencing swelling and lumps and bumps in injection sites after being injected in the upper lip with juvéderm volbella® xc. It is noted patient went to the ER where they were treated with steroids and antibiotics. Patient was also prescribed prednisone, multiple injections of wydase, and "surgical [illegible]." Events are ongoing at this time.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Additional information: symptoms have resolved. Date of resolution noted as ¿(B)(6) 2018.¿